Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(4) found a thrombus surrounding the outlet stator bearing ball, extending into the vanes of the outlet stator. The patient presented with gross hematuria, max ldh of 1444, plasma free hemoglobin 59.4. The thrombus could have contributed to the reported increase in ldh; however, the cause of the thrombus could not be conclusively determined. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the outlet stator bearing ball, extending into the vanes of the outlet stator. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The evaluation could not determine the cause of the thrombus. The pump was returned assembled with the driveline (dl) cut approximately 14¿ from the pump housing with a severed portion of approximately 25¿ returned separately. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿4 months; the patient remains ongoing. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was admitted for suspected pump thrombosis. The patient presented with gross hematuria,measured ldh of 1444 and plasma free hemoglobin of 59.4. The account reported the vad parameters to be normal for the patient. During the analysis of the log file the patient has had slight elevated power and flows for this set speed of 9400. The power and flow appeared to be drop over the past couple of days towards baseline readings. Low voltage advisories due to the patient running the batteries down below the low voltage advisory threshold were observed in the log file as well. The patient's pump was exchanged on (B)(6) 2018. No other unusual events were seen in the log file. No additional information was provided.